Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2020-00397 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had a bad speaker assembly with no sound. No patient involvement.